Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure regulation alarm. The device was reported to be in use at the time of the reported problem. There was no patient harm reported. The customer informed the field service engineer (fse) that while in use on a patient, an abnormal pressure alarm sounded. This was confirmed several times. The fse informed the customer that they would like to exchange the device to an alternative v60 and collect the device experiencing the abnormal pressure alarm. There was no anomaly on the patient and no delay in therapy. The customer chose to not disclose any patient information. This investigation is ongoing.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Manufacturer narrative:
On 20sep2023, it was requested by the customer to cancel the repair of the device and return the device to the customer site. No further work will be performed by philips to resolve the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.